Event description:
While wearing the extemal equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at the center for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. Surgery to explant the patient's cii device is to be scheduled.